Manufacturer narrative:
E1:name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level measuring 282mg/dl on first day of insertion and was treated with insulin via pump event on 19 apr 2026. The site of insertion was on arm. During the event, patient experienced bleeding at the site of insertion.